Manufacturer narrative:
Mentor could not confirm that the reported lot number 664546 belongs to any mentor product. Since no valid lot number was provided, no manufacturing record evaluation could be performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch) that a female patient underwent breast prosthesis implantation with an unspecified mentor gel breast prosthesis and a mentor memorygel breast implant 300cc gel breast prosthesis and suffered several unexplained systemic symptoms, including raynaud¿s phenomenon, syncope, anxiety, thyroid issues, adult body acne, brain fog, fatigue, and monthly utis. In addition, patient reports that dosage has doubled for previously diagnosed thyroid disease, and seizures have tripled since receiving breast implants. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the 1st of two breast prostheses (the mentor memorygel breast implant 300cc gel breast prosthesis).